Manufacturer narrative:
The investigation into limb ischemia has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was also being supported by venoarterial extracorporeal membrane oxygenation. The patient experienced signs of limb ischemia and the impella cp was explanted. The site was closed by manta and the pulses were restored.